Event description:
On (B)(6) 2013 during review of the patient¿s programming history it was observed that high impedance had been seen on (B)(6) 2012. The impedance appeared to have been fine in (B)(6) 2012 and then later in (B)(6) 2012. No further information has been provided to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.